Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2018, the patient underwent endovascular treatment of a thoracic dissection in (zone 0/1), and was implanted with a gore® tag® thoracic branch endoprosthesis (ctag). The patient tolerated the procedure. On (B)(6) 2020 rapid expansion of the aortic arch, proximal and distal descending aorta and visceral segment were reported. This rapid expansion was not within the treatment zone. It was adjacent to the ctag device. Retrograde flow into the false lumen at the level of the supraceliac aorta was also reported. Open thoracoabdominal repair with left heart bypass was performed but the patient developed profound hypotension and ventricular fibrillation. Despite defibrillation and cardiac compressions, the patient expired intraoperatively due to exsanguination.

Manufacturer narrative:
B.5. Updated.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to cardiac arrhythmia, hypotension and death.

Event description:
The following information was reported to gore through the (B)(6) study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2018, the patient underwent endovascular treatment of a thoracic dissection in (zone 0/1), and was implanted with a gore® tag® thoracic branch endoprosthesis. The patient tolerated the procedure. On (B)(6) 2020 rapid expansion of the aortic arch, proximal and distal descending aorta and visceral segment were reported. Retrograde flow into the false lumen at the level of the supraceliac aorta was also reported. Thoracoabdominal aneurysm repair with left heart bypass was performed but the patient developed profound hypotension and ventricular fibrillation. Despite defibrillation and cardiac compressions, the patient expired intraoperatively.